Event description:
Nurse in home unable to effectively ventilate client with ventilator or ambu bag. Client transported via ems to hosp "r/t" respiratory distress. At the time of admission to the hosp, it was made known to client's family that this type of trach tube had been recalled.